Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 199 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised to monitor insulin pump and to call back should no delivery persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.